Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was revealed that the patient's right ventricular lead exhibited high capture threshold and r-wave amplitude variation. Fluoroscopy revealed that the lead was dislodged. The lead was capped and replaced on (B)(6) 2021. The patient was stable.